Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump screen does not illuminate when the wake button is pressed. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on. The customer's blood glucose level was 302 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.